Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one catheter in three segments (segment one was received attached to the tunneler) one guidewire hoop, three cath-locks, one flushing connector, one syringe, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one safety infusion set, one vessel dilator and one j-tip guidewire were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Both the returned and an in-house syringe were attached to the proximal end of both distal catheter segments; both infused and aspirated without issue. However, the investigation is inconclusive for the reported obstruction of flow, as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the catheter allegedly had occluded. The current status of the patient is stable.

Event description:
It was reported that sometimes post port placement, the catheter allegedly had occluded. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported obstruction of flow issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
Recordas the lot number for the device was provided, a review of the device history s is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2022). Device pending return.

Event description:
It was reported that sometimes post port placement, the catheter allegedly had occluded. The current status of the patient was unknown.